Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional. The patient experienced opioid withdrawal as a result of the motor stall. Logs received indicate multiple motor stall and motor stall recoveries occurred (B)(6) 2015. The cause of the motor stalls was unknown. Logs provided indicate the first motor stall occurred on (B)(6) 2015 at 17:45, and recovered on (B)(6) 2015 at 21:44. The second motor stall occurred on (B)(6) 2015 at 05:08 and recovered on (B)(6) 2015 at 04:31. The third motor stall occurred (B)(6) 2015 at 14:27 and recovered (B)(6) 2015 at 17:04. The fourth motor stall occurred on (B)(6) 2015 at 08:50 and recovered (B)(6) 2015 at 22:13. The fifth motor stall occurred on (B)(6) 2015 at 04:05 and recovered on (B)(6) 2015 at 06:20. The sixth motor stall occurred on (B)(6) 2015 at 13:46 and recovered on (B)(6) 2015 at 18:27. The seventh motor stall occurred on (B)(6) 2015 at 20:59 and recovered on (B)(6) 2015 at 21:04. The final recorded motor stall occurred on (B)(6) 2015 at 23:34, followed by a stopped pump period may exceed tube set message 48 hours later. The print report indicated the logs were examined on (B)(6) 2015. The logs indicate the reservoir volume was 2.3 ml. Additional information received from a healthcare provider indicate that an empty reservoir did not occur.

Manufacturer narrative:
(B)(4). Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft bearing.

Event description:
Information was received from a manufacturer representative regarding a patient who received unknown morphine (10mg/ml, 5.996mg/day) in an implantable pump [by program details] for non-malignant pain and post lumbar laminectomy syndrome. The patient presented for a pump replacement. Upon interrogation, it was determined that a motor stall and empty pump reservoir occurred. The pump was replaced and the patient recovered without sequela. Additional information was requested from the healthcare provider (hcp) regarding if the patient experienced any symptoms, troubleshooting performed, and if the cause of the empty reservoir was determined. If additional information is received, a follow-up report will be submitted.